Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation found that the relay that controls the arm lock/release switch located on the grip of the floor stand unit was broken. The cause of the failure was determined to be due to extensive use. The device was serviced and returned to the user facility. Olympus instruction manual indicates how to handle the device in case the arm lock/free switch on the grip does not work appropriately. The rate of occurrence for this event does not appear to be occurring at a rate greater than expected for this type of device. Olympus will monitor this phenomenon for trending purposes and take appropriate action if determined to be necessary. This report is being submitted as a medical device report in a abundance of caution.

Event description:
The user facility reported that during an unspecified therapeutic brain surgery procedure, users were unable to lock the arms of the subject device. The users discontinued use of the device and completed the procedure with a different operation microscope. There was no patient injury reported.